Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer had a motor error every time they give a bolus for meal and if it was three units and above. The customer did not report an e70 alarm. The customer stated that the drive support cap appears normal or slightly indented. The customer was able to successfully clear the alarm and complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.